Event description:
It was reported that a malfunction occurred on the pump, causing the screen to go dark and the device to stop turning on. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.